Event description:
It was reported the valve was explanted due to massive regurgitation. At time of explant, the surgeon noticed a tear at the bottom of the non coronary cusp. The valve was replaced with another valve. Additional info has been requested.